Event description:
It was reported that the pt (B)(6) experienced increased difficulty in communicating with the ipg using the programmer and in recharging the ipg. The ipg subsequently lost the ability to communicate. Replacement programmers were unsuccessful at resolving the issue. The ipg was explanted and replaced on (B)(6) 2011. F/u on the pt found that he reports effective stimulation coverage. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.